Event description:
It was reported to olympus that the subject device had a bad picture. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera head underwent a visual inspection and functional tests to assess the device status. The device evaluation found the device had a blurry image due to faulty charged coupled device (ccd) and it failed the leak test due to an opening in the cable. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "warning ¿ if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." "Warning ¿ if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure due to equipment failure or malfunction." Pg. 19 olympus will continue to monitor the field performance of this device.